Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approx 5 years ago. It was reported that the pt returned for follow-up approx 1 month ago, and it was found that the aneurysm had enlarged to 6.5 cm with an endoleak. Vessel morphology currently was reported as moderate tortuosity, mild calcification, and the aortic neck angulation was 30 degrees. The cause of the aneurysm enlargement is most likely endotension. The physician elected to intervene by placing another manufacturer's stent graft inside the aneurx device and also performed a femoral-femoral bypass with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Leak, endoleak, type v. Aneurysm enlargement/endotension.